Event description:
The patient has two leads (from the same lot) implanted as part of his scs system. It was reported the sjm representative met with the patient for programming and diagnostic testing revealed invalid impedance readings. Additional reprogramming was to be performed as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.